Event description:
It was reported that the customer experienced elevated blood glucose levels. Customer switched to manual injections for the summer.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).